Manufacturer narrative:
(B)(4). Philips became aware that a defibrillator from this customer site experienced an unexpected shutdown. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
Philips became aware that a defibrillator from this customer site experienced an unexpected shutdown.